Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that uninterruptible power supply (ups) batteries were depleted due to power problem from a broken wall outlet. The mobile view station (mvs) ups batteries were replaced and system connected to a different wall outlet. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that when they unplugged the mobile view station (mvs) from the wall it shutdown. No patient present.